Manufacturer narrative:
The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing one inside the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Refer to field e3 and field g2 for updated information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the small grasping retractor instrument stopped responding to the surgeon's controls. The instrument was subsequently removed from the patient and a small cable at the tip of the instrument was noted to be damaged. The instrument was then set aside for return. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue occurred on 17-jun-2024 during a lower anterior resection (lar) surgical procedure. Following the incident, the surgeon stated that he could no longer control any motion of the instrument tips. The instrument did not collide with anything during procedure. No damage or abnormalities were noted during initial inspection of the instrument prior to its use. A back up da vinci instrument of the same kind was utilized to complete the procedure. Refer to field b3 for updated information.

Event description:
Refer to h10/h11 for follow-up information.